Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a cartridge alarm 19. During troubleshooting with tandem technical support, the customer identified an alarm 19 in the pump logs and stated was loading a new cartridge during this time. Reportedly, the customer observed insulin leaking from the luer lock. The customer was able to complete the load process after changing out the infusion set tubing. The customer¿s blood glucose (bg) level was 277 mg/dl. The customer delivered a bolus with the pump to address bg level. The customer was able to load a new cartridge successfully and resume insulin delivery.